Event description:
It was reported that during an a-fib pvi procedure, it was noticed that the patient's blood pressure had dropped. Fluids were given and the patient was monitored. Echocardiogram confirmed occurrence of pericardial effusion. A pericardiocentesis was performed. The patient was sent to ICU in stable condition, and released the following day. It was stated by the physician that he believed the incident occurred during getting cs or transseptal access, neither of which were with bwi products. The perforation occurred during manipulation of the catheter/ sheath before ablation took place.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib pvi procedure, it was noticed that the patient's blood pressure had dropped. Fluids were given and the patient was monitored. Echocardiogram confirmed occurrence of pericardial effusion. A pericardiocentesis was performed. The returned device involved in this event was evaluated for electrical leakage and resistance performance, temperature and generator behavior and for deflection characteristics. The analysis results showed the catheter passed these tests. Patency flow test was performed and it failed. The catheter was not flushing from the irrigation holes. Further investigation revealed the irrigation tubing was occluded by blood causing the liquid solution used in the test preventing irrigation of the catheter. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, (B)(4). Stockert rf generator: model #:m-5463-01, (B)(4). Lasso catheter: model #: d-1220-61-s, lot #.: 15468574l. (B)(4).